Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 384 mg/dl. Customer reported that she lost her infusion set and woke up with a high blood glucose. The customer experienced symptoms such as diabetic ketoacidosis, chest pain and vomiting. Customer also reported that the insulin pump had a keypad anomaly while at the hospital. Customer stated that the insulin pump buttons were hard to push. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device had intermittent button response on the up arrow button due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd was found locked properly.